Event description:
It was reported that the bd integra¿ syringe with detachable needle leaked vaccine medication during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer stated that on several occasions (at least 5 times), they have been having issues with the syringe leaking medication while administering vaccinations. Customer stated that it has happened at least twice within the past week, but did not have specific dates for the past times; however, she did provide dates of (B)(6) 2019 and (B)(6) 2019 for two occurrences."

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle leaked vaccine medication during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "customer stated that on several occasions (at least 5 times), they have been having issues with the syringe leaking medication while administering vaccinations. Customer stated that it has happened at least twice within the past week, but did not have specific dates for the past times; however, she did provide dates of (B)(6) 2019 and (B)(6) 2019 for two occurrences."